Event description:
It was reported that the customer expressed dissatisfaction with the device. There was no patient impact in this event. Additional information was received stating that misaligned bearings were found during evaluation of the device. Further information received on follow-up stated that the event had occurred pre-operatively.

Manufacturer narrative:
H3: product analysis: evaluation determined that the inner housing bearings in the attachment were misaligned. The likely cause of the failure could not be determined. It was also noted that bur could not be inserted in the attachment, the color indicator was worn, there was an oval-shaped outlet opening on the inner housing and signs of contact with the bur were observed on the footplate of the attachment. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.